Manufacturer narrative:
Additional information provided in section h.10 correction information provided in sections h.6 and b.5. The company representative determined that the issue was with the consumables and/or the user error. A recommendation was provided to the customer to follow up with sales/clinical application specialists to address the issue. However, the customer has not scheduled a visitation. Therefore, the system was not examined on site. Based on the information obtained, the root cause of the reported events remains inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and did not reveal a contributing factor. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was opened will mirror this investigation. Based on the information obtained, the root cause of the reported events remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intra ocular implantation (iol) surgery an ophthalmic operating console exhibited no flow and there was problem in aspirating the non-alcon manufactured viscoelastic. The physician suspected the probable blockage caused by the viscoelastic must be somewhere in the tube. The patient harm was not reported. Additional information has been, and none received till date.

Manufacturer narrative:
The company representative was able was able to assist with the reported event remotely with the customer. However, the system was not tested on-site. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a intra ocular implantation surgery (iol) surgery in an ophthalmic operating console it was observed that there was no flow. The patient harm was not reported. Additional information has been and none received till date.